Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console froze and touchscreen panel could not be operated during a surgery. The system was rebooted with resolve and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The company service representative, examined the system. Confirmed and replicated the reported event. To resolve the issue, the company service representative, cleaned the host interior. How or when these wear/reliability issues occurred, cannot be determined, conclusively. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred, cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).